Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burnt forceps elevator and a peeled adhesive around the light guide lens. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to a high-energy treatment device that was used without ensuring a sufficient distance from the tip. Moreover, the definitive root cause of the peel adhesive could not be determined. The event can be detected/prevented by following the instructions for use in: evis lucera jf/tjf type 260v operation manual [chapter 4 operation_4.2 using endo-therapy accessories]¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.